Event description:
It was reported that following a left eye (os) cataract plus trabecular microbypass stent system procedure, the patient presented postoperatively with a dislodged stent in the inferior angle, while the second stent remains patent in the nasal angle. Per report, a secondary procedure is scheduled to remove the dislodged stent and implant another stent. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, b6, d7, g3, g4. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the dislodged stent was explanted, and two (2) additional stents were implanted. The report noted there was no further intervention required, no adverse patient impact, and the patient''s status was described as "guarded prognosis with advanced glaucoma and the event resolved".